Event description:
(B)(4) return. Dealer stated that one of the rear forks looks like it is welded wrong causing the caster to hit the frame. Dealer said he swapped sides and it followed. Needs fork. No further information provided.